Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complainant during an infusion of 5-fluor uracil there was a leak noticed. The leak was noticed during travel from the hospital after the pump was connected.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Corrected information: d4 primary unique device identifier (UDI) number h5 device labeled for single use updated information: d9 device returned to manufacturer device history record (DHR): reviewed the DHR for batch 24c17ge271, there was no defect encountered during in process and final control inspection. Sample evaluation: received one sample of easypump ii lt 270-54-s without original packaging. The batch number on the big bottom cap of the sample was 24c17ge271. Upon received, the sample was observed to be partially filled with clear solution and the sample was clamped. It was reported that the sample was filled with 5-fluorouracil. Its filling port was closed with discofix cap, whereas its patient connector was not closed with wing cap. After removing the discofix cap, crack was found at the filling port of the sample. By opening the clamp of the sample, solution started to flow at the patient connector, and no leakage was observed at the sample. Investigation results: according to the customer's description, leakage was observed during travel from hospital after connected. Upon visual inspection, crack was observed at the filling port of the complaint sample. Crack at the filling port is a known issue and is addressed in an approved project. Crack at filling port will only cause leakage during filling. It will not lead to leaking during therapy as per this complaint. Hence, further investigation was conducted on the received sample to confirm if there is another leak. To further analyze the root cause of leakage, the complaint sample was filled with red dye solution. The sample was unclamped and solution flowed. No leakage was observed from filling port, valve area, silicone sleeve, filter and tube connection. Nevertheless, this complaint leakage could be due to intermittent valve leakage which is caused by improper valve sitting. An approved project had been initiated to address this issue. Conclusion: no other leakage could be detected from the received sample except leakage due to crack filling port. However, crack filling port will not cause leakage during infusion as per complaint defect. Hence, this complaint is not confirmed.